Event description:
It was reported that during an unspecified procedure, the stent prematurely deployed. The location of the lesion is unknown. The 10 x 7cm rx stent deliver system (sds) was advanced over an unspecified guide wire, however, the stent was deployed "by mistake" outside of the patient and the metal wire located on the inside of the sds became stuck on the guide wire. The device was removed and, upon inspection, it was noted that the inner metal wire had been damaged. The procedure was completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.